Event description:
Abbott point of care was contacted on (B)(6), 2010 about a (B)(6) old pt with open wounds that had been debrided and infected with (B)(6) and five other infectious agents who was treated with (B)(6) using I-stat act-celite cartridges for heparin management. On (B)(6), 2010, follow up info was obtained informing us that after less than 24 hours on ECMO, this pt expired. Add'l info has been requested, but not provided from the customer at this time.

Manufacturer narrative:
(B)(4).